Event description:
It was reported the patient was complaining of pain. A revision surgery was performed due to infection.

Manufacturer narrative:
Results of investigation: a complaint due to a revision of a ceramic ball head was reported. No device was returned for investigation. A review of the production documentation and of the complaint history showed no elements that may have contributed to an infection. The found inflammatory pseudotumor shows similarities with histopathological findings of adverse local tissue reactions. It was suggested that this is related to the ceramic-ceramic pairing. The mentioned publication reports on an inflammatory pseudotumor/adverse local tissue reaction in the absence of cobalt-chromium modular necks as well as on findings similar to reactions known from metal related issues. As the explanted cobalt-chromium femoral neck-stem combination has a known history of metal related failures and the material analysis showed corrosion on the neck taper, it is more likely that the reported findings relate to the modular neck. This was judged in the absence of the ceramic pairing for investigation. Based on the available information, no thorough investigation can be performed and the root cause of the a revision of a ceramic ball head remains undetermined. If the additional information or the explanted ball head become available this investigation will be reopened. No further actions have been initiated.

Manufacturer narrative:
With the additional information obtained, the manufacturer number of this report should be 9613369.

Event description:
It was reported that a revision surgery was performed due to inflammatory pseudotumor after ceramic-on-ceramic total hip.